Manufacturer narrative:
All information reasonably known as of 03 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "upon kub [kidney, ureter, and bladder x-ray] noted damaged dht [dobhoff tube]. Dht removed by primary rn bedside and balloon like noted to distal portion of line was ruptured." No injury or medical interventions reported.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b5, h3, h6. The actual complaint product was returned for evaluation. After cleaning and decontamination, the sample was examined in a well-lit area. There is ballooning of the tubing between the 53 and 54 depth markers. The ballooned area has an axial split. The ballooned area was then examined under magnification. The axial split runs in a straight line the length of the ballooned portion. There is visible delamination along the edge of the split. Water was infused through the side enfit port using a 35ml enfit syringe. The water flowed without obstruction and exited the split in the ballooned area. Water was then infused through the split, into the distal portion of the tubing. The water flowed without obstruction. The incident was confirmed as reported. A root cause could not be determined. All information reasonably known as of 26 sep 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received on 12sep2023 reported, there was consistent resistance when flushing the nasogastric (ng) tube. The ng tube did not completely break. There was no retained portion in the patient. There was no injury to the patient.